Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an warning message during pre-implant interrogation indicating this device is not safe to implant. No adverse patient effects were reported. Memory disk analysis indicates that this device underwent a software reset during interrogation followed by a diverted capacitor reformation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory thorough analysis was performed. A review of the device¿s memory files confirmed the presence of a fault/error code during implant however attempts to recreate the fault/error code were unsuccessful. Analysis confirmed that therapy was available and the device was functioning normally upon receipt.